Manufacturer narrative:
Consumer reports he last used the product the week before he reported the incident. The product used was either spinbrush proclean toothbrush soft (B)(4), spinbrush proclean toothbrush. Medium (B)(4), spinbrush pro whitening toothbrush soft (B)(4) or spinbrush pro whitening toothbrush. Medium (B)(4). The consumer has not returned the product to date therefore we are unable to determine the exact product that was used. The product was manufactured at one of the following locations. Since the consumer has not returned the product to date we are unable to determine at which location this particular product was made. (B)(4). This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred.

Event description:
Consumer reports the toothbrush chipped his tooth.